Event description:
It was reported that the tips of the instrument could not meet or grasp. Although the instruments were used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the lower jaw is cracked at the center of the pivot pin, the pin is missing and was not returned for analysis. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.